Event description:
(B)(4). The dentist reported the non osseointegration of a dental implant ti titamax (4.1) 4.0x15 mm. The implant was installed in a smoker patient. The dentist did not provide further information about the case.